Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called and asked patient services if they could ¿call the gas company to have¿ their ¿gas turned back on because¿ their ¿device is frozen.¿ when patient services asked the patient to clarify, the patient stated ¿forget it,¿ that they would ¿just call the surgeon and have it removed.¿ the patient then disconnected the call and patient services had no idea what the caller was talking about. As the caller disconnected, event date and health care physician (hcp) was not gathered. There were no symptoms reported and there were no further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned.

Event description:
Additional information was received from a health care professional. It was noted that they were not aware of the event prior to this. The healthcare provider thought that the patient was referring to cold weather and no heat. It was reported that the patient did request a new programmer after this call. It was stated that no actions had been taken at this time; ¿no phone contacts available¿ to the healthcare provider. It was confirmed that no explant was planned. There were no patient complications reported as a result of this event.